Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colectomy, the surgeon performed the anastomosis, the device cut and fired perfectly, but when removing the stapler, it did not come out and trying to remove it brought the tissue, finally took it out but only the stapler were taken and the anvil did not leave. The anvil was released and had to remove it manually. The anvil was removed manually, it was touched with the finger and the line of staples was integrated, it was also tested to see if there was leaks, but it went well and was complete. There were no patient consequences reported.